Event description:
It was reported that a secure connection could not be maintained between the outer cannulae on two size 8dct, disposable cannula low pressure cuffed tracheostomy tubes and four different size 8dic, disposable inner cannulae. It is unknown how long the devices were in use, or what type of trach care and maintenance was performed. MFR requests for add'l info and has to date been unsuccessful. There were 2 pts involved with no reported pt compromise. The reporter was unable to state whether the devices were available to be returned to the MFR for identification, analysis and investigation. As of the date of this report the devices have not been received by the MFR.